Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking or jolting sensation when stimulation was turned on. She felt a "stinging" sensation at the implant site and in her sciatic area when sitting "a certain way." The patient reported a fall but did not think it was related to the stinging sensation. She stated she "had the stinging for a while." Additional information has been requested, a follow-up report will be sent if additional information becomes available.